Event description:
Patient is afraid he has an intra-articular infection [joint infection] ([aching (r) knee], [pain in leg]) case narrative: initial information received on 09-nov-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves an unknown age male patient who was afraid that he had an intra-articular infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6ml) intra-articularly once (with an unknown dose, expiry date, indication and batch number). Since an unknown date in (B)(6) 2021 after a latency of few days patient had been experiencing pain in his right knee as well as in his right thigh (arthralgia, pain in extremity; seriousness: medically significant). He said that the pain was not so bad when he was sitting, but it got worse when he stood. To manage the pain, he took advil and alternated with hot and cold compresses. The patient was afraid he has an intra-articular infection (arthritis infective; seriousness: medically significant) and wanted advice. Patient asked how long this pain would last. Patient was asking for recommendation to manage the pain. Action taken with hylan g-f 20, sodium hyaluronate was unknown. It was not reported if the patient received a corrective treatment for the events (pain in his right knee as well as in his right thigh, pain in his right knee as well as in his right thigh, patient is afraid he has an intra-articular infection). At time of reporting, the outcome was unknown for the event patient is afraid he has an intra-articular infection. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 09-nov-2021 for product. Batch number; unknown. Sample status: not available . The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 15-dec-2021 with summary code as no assessment possible. Reporter causality: not reported. Company causality: reportable. Additional information was received on 15-dec-2021 from healthcare professional. Global ptc results, strength and form added. Text was amended accordingly.

Event description:
Patient is afraid he has an intra-articular infection [joint infection] ([aching (r) knee], [pain in leg]) case narrative: initial information received on 09-nov-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. This case involves an unknown age male patient who was afraid that he had an intra-articular infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate intra-articularly (with an unknown dose, frequency, expiry date, indication and batch number). Since an unknown date in (B)(6) 2021 after a latency of few days patient had been experiencing pain in his right knee as well as in his right thigh (arthralgia, pain in extremity; seriousness: medically significant). He said that the pain was not so bad when he was sitting, but it got worse when he stood. To manage the pain, he took advil and alternated with hot and cold compresses. The patient was afraid he has an intra-articular infection (arthritis infective; seriousness: medically significant) and wanted advice. Patient asked how long this pain would last. Patient was asking for recommendation to manage the pain. Action taken with hylan g-f 20, sodium hyaluronate was unknown. It was not reported if the patient received a corrective treatment for the events (pain in his right knee as well as in his right thigh, pain in his right knee as well as in his right thigh, patient is afraid he has an intra-articular infection). At time of reporting, the outcome was unknown for the event patient is afraid he has an intra-articular infection. Reporter causality: not reported. Company causality: reportable.